Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had been hearing constant beeping. Customer's blood glucose value was 165 mg/dl. The customer was assisted with troubleshooting. Customer stated the constant tone did not disappear. Advised the customer to put the insulin pump on storage mode but it was still beeping. The device will not be returned for analysis.